Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device brand name: exact device unknown. A generic name has been used for this MDR. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If more information becomes available, this complaint may be re-opened for further investigation. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If more information becomes available, this complaint may be re-opened for further investigation. Root cause description: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. If more information becomes available, this complaint may be re-opened for further investigation.

Event description:
It was reported that unspecified bd vacutainer® pst¿ tubes had high potassium levels, and low glucose levels. No serious injury or medical intervention reported.